Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the air/water feeding function. (A) inspection of the water feeding. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
Olympus representative reported (on behalf of the customer) that there was an air/water leakage on the evis lucera elite colonovideoscope. During testing and inspection of the returned device, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during device evaluation. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that due to a pinhole on the jet channel, water tightness was lost. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: watertightness is not maintained due to perforations in the secondary water supply channel caused by external factors, image peeling, the bending angle is insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the elongation of the angle wire, the curved pipe is deformed due to external factors, the air and water supply cylinders are corroded, due to handling, cracking of the illumination lens due to an external factor (bumping the tip) is observed, scratches on various parts of the device, insertion tube discolored, liquid leakage in the operation part, curved rubber bond is cracked, insertion tube serpentine ordome missing and liquid leakage is recognized in the universal cord. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The customer was unable to indicate if the scope was used for the procedure with the foreign material attached. 4.) The air/water nozzle was flushed with water and air. 5.) There were abnormalities in the accessories used for reprocessing. 6.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 7.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.